Event description:
As reported by the user facility: details of complaint (reported issue): nurse spiked ns at bedside to prime blood tubing line in pump. Ns spilled rapidly from opening of drip chamber of blood set.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One used contaminated sample with an open package was returned for evaluation. The sample was decontaminated, and visually evaluated with no defects or detachments were observed. The sample was then leak-tested and occlusion-tested with passing results. Based on the results of the sample evaluation, the reported defect was not confirmed. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.